Event description:
Boston scientific received information that the left ventricular lead stimulation was not efficient even at high output. As a result, the patient was hospitalized dut to arrhytmic storm. The patient was then subjected to x-ray and it showed that the left ventricular lead had backed in coronaric sinus. Additional information confirmed that the lead was dislodged. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.